Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). The event is currently under investigation.

Event description:
Information was provided that a male patient underwent a stent aortic implant procedure. During the procedure, after passing the sheath without any difficulty by the right inguinal region in an attempt to remove the dilator, there was a circumferential and complete break of the hub. It was possible to remove the dilator from inside the sheath with tweezers, but there was a little loss of blood. Also, the extra-stiff guide that was parked in the right subclavian artery had doubled and had to be changed to continue with the procedure that was finished without difficulties. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). Investigation - evaluation a review of the complaint history, device history record, documentation, instructions for use (IFU), trends and quality control of the device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use. Do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. Upon removal from package, inspect the product to ensure no damage has occurred." The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
Information was provided that a male patient underwent a stent aortic implant procedure. During the procedure, after passing the sheath without any difficulty by the right inguinal region in an attempt to remove the dilator, there was a circumferential and complete break of the hub. It was possible to remove the dilator from inside the sheath with tweezers, but there was a little loss of blood. Also, the extra-stiff guide that was parked in the right subclavian artery had doubled and had to be changed to continue with the procedure that was finished without difficulties. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.